Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was on extracorporeal membrane oxygenation (ECMO) support with no issues when the centrimag system suddenly alarmed and stopped working. The patient's blood pressure fell markedly and the patient became bradycardic. Inotropes were increased. The system was exchanged with the backup and after increasing the speed, the patient's condition stabilized. The patient was stable on ECMO in the ICU for a few days before being transferred to another hospital. This report concerns the motor. The console is reported under MFR. #3003306248-2020-00003.

Manufacturer narrative:
Section d10, h3, h4: additional information manufacturer's investigation conclusions: the reported event of the system stopping during use was confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6)) and was reviewed. The motor was observed to stop on 17dec2019 at 7:59, correlating to various voltage-related sub-faults and an m2: motor disconnected alarm, an m4: motor alarm, and an s3: system alert alarm. The speed was observed to have been changed several times between 8:01 and 8:02, temporarily clearing the sub-faults before they became active again. The pump appeared to have been disconnected at 8:06, and blood flow began to increase at 8:13 once the patient had been switched to the backup system. The returned centrimag motor (serial number (B)(6)) was tested on 09apr2020. The motor¿s wires were measured, and it was revealed that there was a cable break within the motor¿s cable. The damage to the motor¿s cable was consistent with the observed atypical events within the log file, and the motor was scrapped as a result. The root cause of the reported event was damage within the centrimag motor¿s cable; however, the root cause of the damage to the motor cable was unable to be determined through this analysis. Review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.